Event description:
It was reported to boston scientific corporation that a tricep forcep was used in the ureter during a kidney stone fragment retrieval procedure performed on (B)(6) 2014. According to the complainant, during the procedure, three prongs had detached inside the patient. The prongs were successfully removed through irrigation. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned tricep forcep found the prongs retracted when received. The prongs were present and attached to the device. The handle cannula was kinked and broken on the proximal side of the handle spool the working length (sheath and wire) was kinked near the distal end. The outer sheath was removed from the inner sheath for evaluation; the inner sheath and drive wire were bent in several locations along the working length. The inner sheath was cut to expose the prong wire and prongs. The pull wire was bent in several locations. A functional evaluation was not performed due to the broken handle cannula. The evaluation concluded that the condition of the returned unit was not consistent with the complaint incident that ¿the three prongs came off¿ the device. The prongs were present and attached . Neither the prongs nor prong wire was detached from the device. Therefore, the most complaint failure mode is not confirmed. A review of the device history record was performed and revealed no issues related to the complaint; no non-conforming events or any deviations were identified. The device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a tricep forcep was used in the ureter during a kidney stone fragment retrieval procedure performed on (B)(6) 2014. According to the complainant, during the procedure, three prongs had detached inside the patient. The prongs were successfully removed through irrigation. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.